Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found the faceplate to flow sensor receptacle was missing along with the o-rings inside. The customer supplied tha parts. The o-rings and faceplate were installed . Uvt (user verification tests) was performed and the unit passed all testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced inaccurate volume issue during pre-check. The customer confirmed that there was no patient involvement associated with the reported event.